Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation the event was resolved by cleaning electric contact of the scope connector. Therefore, it is likely the event occurred due to a communication failure of the system with the device due to adhered foreign material and/or moisture on the electric contacts. However, a definitive root cause could not be determined. The user may detect the suggested event by handling the device in accordance with the following IFU section "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial and model number has not been provided at this time. The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to ensure the scope connectors were clean, unit was powered off when connecting or removing the scope, to clean socket more frequently and reseat the digital light source cable, and to work with their sterile processing department to ensure the water resistant caps are on securely, and to possibly replace the cap. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center tac, during an unknown procedure, the olympus light source exhibited frequent scope communication errors b30 and e216. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6). Capture complaints on additional similar occurrences.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the evis exera iii xenon light source exhibited frequent scope communication errors b30 and e216 when used with unknown scope. There was no harm or user injury reported due to the event. This report is for one of the unknown scopes involved in the event. Patient identifier (B)(6) captures the complaint on the light source (model number: clv-190, serial number: (B)(6). Patient identifiers: (B)(6) capture the complaints on additional similar occurrences with unknown scope.

Manufacturer narrative:
This report is being submitted to provide correction on the initial report submitted on apr 6, 2023. The initial report submitted should have been on the unknown scope that was used along with the indicated light source. The event is under investigation. A supplemental report will be submitted upon receiving additional information.